Event description:
It was reported that the 9900 system produced subtration runs over previous images. It was noted that this happened 5 different times. It was noted that the system had to be rebooted each time to clear the error. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. However, as a proactive measure replaced the display adapter and cine pcb. The system was tested and found to be working as intended and placed back into service.